Event description:
It was reported that the user disconnected the ilet pump for approximately two hours during a self-directed supply change, resulting in elevated blood glucose in the low 300 mg/dl; a video session guided a full supply change without issue using a teflon inset with 23-inch tubing and 6 mm cannula. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a missed insulin dose and a delay to therapy without emergency care or hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper procedure, with the cannula component referenced. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. Blood glucose stabilized after guidance, and no further issues were reported.

Manufacturer narrative:
Initial.